Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose with unknown blood glucose levels at the time of the incident. The customer was at 99 mg/dl at the time of the call. The customer did not mention how they were treated. The customer had a high which they treated for with manual injections. The customer experienced did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer over bolused as they made a mistake. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. The customer was having issues rewinding the pump as it was suspended. Troubleshooting was not completed as the customer declined. The insulin pump will not be returned for analysis.